Event description:
During an in clinic follow up, far field r wave oversensing was noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.